Manufacturer narrative:
Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal was used during the procedure. The device sheath was not able to be threaded over the wire. There was no known impact on the patient. Additional information was received 30jun2020. The sheath was not able to be threaded over the wire properly and particularly towards the puncture site. It was not used and anther 8f vip angio-seal was used instead. The patient's condition was good. The procedure outcome was good. Additional information was received on 02jul2020. The procedure performed prior to use of the angio-seal device was an endovascular clot retrieval (ecr). An 8fr sheath was used. The patient's condition was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was received for product. The arteriotomy locator was returned mated with hemostasis sheath along with header bag. No guidewire was returned. No other accessory components were returned as well. Visual inspection of the hemostasis sheath was found to be properly mated with arteriotomy locator. The locator was locked into the hemostasis sheath and blood inlet holes were checked and properly aligned. No anomalies were noted with the blood inlet holes on the arteriotomy locator. The arteriotomy locator was then examined under fluoroscopy for any anomalies which would have led to obstruct the guidewire being observed. A dry blood-like substance could be seen within the locator. No other visual anomalies were noted. For dimensional testing, the inner diameter of the distal and proximal tip of the arteriotomy locator were measured to be 0.040" which was within the specification of 0.040" +/-0.001". All measurements were found to be within the manufacturer specifications. No dimensional testing was performed on the guidewire since it was not returned for evaluation. As no guidewire was returned, another guidewire was obtained, and the locator/sheath assembly was subjected to functional testing by inserting the guidewire into the mated sheath and locator. With minor force the locator/sheath was able to be inserted over the guidewire. Resistance was initially encountered, and further inspection revealed that dried blood-like substance was present within the locator. No other functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. The exact cause of the reported event cannot be definitively determined based on the available information.